Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Update 24 nov. 2015: updated doi, added dor as revision now confirmed, and amended the event date. Add surgeon's name and hospital details. Taken from original claimsuite 18 november 2015. Update 4 dec. 2015: added reason for revision as alval / soft tissue reaction, added stem details. Taken from reply to third request for additional information.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision not taken place. Asr xl - right hip. Reason for revision: unknown. Bilateral: see com (B)(4) for left hip.

Manufacturer narrative:
Additional narrative: conclusion and justification status for MDR: asr revision not taken place asr xl - right hip reason for revision: unknown bilateral: see com(B)(4) for left hip update 24 nov. 2015: updated doi, added dor as revision now confirmed, and amended the event date. Add surgeon's name and hospital details. Taken from original claimsuite (B)(6)2015 (pd (B)(6)2015) update 4 dec. 2015: added reason for revision as alval / soft tissue reaction, added stem details. Taken from reply to third request for additional information. (Pd (B)(6)2015) update oct 30, 2017: email notification received. There is no new information added. This complaint was updated on: nov 01, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.